Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited low, out of range defibrillation impedance. No intervention was performed. The patient was in stable condition.